Manufacturer narrative:
On 13-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a re-do afib cardiac ablation procedure with thermocool® smart touch® sf bi-directional catheter, soundstar eco ge 10f catheter, and webster cs catheter. The patient experienced a cardiac tamponade requiring pericardiocentesis. It was reported that a perforation and cardiac tamponade occurred during a redo afib procedure. They reported that after performing 2 ablations, the patient's blood pressure dropped. The pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 750 ml of fluid was removed. The patient was reported to be in stable condition. It was suspected that the ice catheter or the webster coronary sinus (cs) catheter caused the perforation but that they were unsure. Additional information: outcome of the adverse event was fully recovered. Patient did not require extended hospitalization. Relevant tests/laboratory data- none. Other relevant history-50% ejection fraction, history of a fib. Generator information was a stockert smart ablate: g4c-5466-a. Other information: patient was 6 foot 2 inches. 750 ml of blood was removed. Blood transfusion through IV was performed. Heparin was given after the transseptal puncture was performed. Act was taken and returned as 580. Transfusion puncture was performed with a baylis, vers across rf wire, catalog number unknown. 2 ablations were performed. It is not believed that the ablations were the cause of the event. There was no evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter was 15 ml/min, they were ablating with an stsf at 50 w. Correct catheter settings were selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector, visitag were used. Visitag module was used, parameters for stability used was 3 mm, 3 sec, 25% fot, 3 sec. No additional filter used with the visitag. Impedance drop, custom range 5 to 10 ohms was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports.